Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on 05/28/2015. Zip code is not indicated at this time. (B)(4).

Event description:
A consumer reported the inability to see up close without glasses following an intraocular lens (iol) implant procedure. The consumer complained of now having to wear glasses full time to correct vision. There are two medical device reports associated with this event. This report is associated with the left eye.